Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. The analyst noted that by design, left heart leads are manufactured with a septum in the tip that will allow the flush came out. Visual inspection found there was insulation breach/torn at the lead tip. It is likely that the insulation breach happened when the physician insert the guidewire by front-loading it through the connector pin.

Event description:
It was reported that the guidewire appeared to come through the side of the attempted left ventricular (lv) lead on fluoroscopy. The lead and wire were removed but the scenario could not be recreated. The physician flushed the lead lumen and the flush came only out of the lead tip. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.